Manufacturer narrative:
The cec has adjudicated that the previously reported restenosis of the a. Popliteal left was probably related to the study device, procedure, or drug.

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the popliteal of the left leg (l1). Approximately 23 months post index procedure, the patient had restenosis of the a popliteal left . The investigator has assessed the event as probably related to the study device, no relation to the study procedure or drug. The patient was treated approximately 1 week later with non-mdt pta and stenting. Outcome is resolved.

Manufacturer narrative:
Additional information received: cec has adjudicated that the previously reported restenosis of the left a. Popliteal was not related to the study device, procedure, or drug.

Manufacturer narrative:
Results and conclusion: (stenosis). (B)(4). Pt age: patient date of birth is year valid only.